Event description:
I have been using the complete moisture saline solution for about a year. Over this period I had seen my eye doctor about a mucus and blurred contacts. I thought it was the contact lenses themselves. So I switched contact lens brands. The problem was slightly better but did not go away. I had to rinse more frequently and change my contact lenses more frequently. I had no idea it was the saline solution. Dates of use: 2006- 2007. Diagnosis: clean and store contacts.